Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had a corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 293 mg/dl at the time of the incident. Customer stated that he was sitting and then heard an alarm that said button error. Customer stated that he is a nurse and will treat for his high blood glucose after the call. Customer is feeling okay and has syringes and pens. Customer declined troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.